Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of priming anomaly and damage from the insulin pump. The customer's blood glucose reading was 176 mg/dl. The customer stated that she changed the reservoir in her pump and the compromised force sensor system alarm kept coming up. The customer stated that insulin squirted out during the manual prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be flushed. The customer stated that all the medtronic stickers are missing from the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.